Manufacturer narrative:
Upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed that the tear-away seal was received intact. Amber stains were observed throughout the outer packaging. One corner of the packaging was damaged. The box was opened; amber stains were noted on the inner packaging. A complete break was found on the jar with additional cracks noted near the lid; no solution was present. The jar seals appeared aligned; however, they were slightly tattered. Updated d9 updated h3 updated h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of this 16mm pulmonary valved conduit, it was observed that it was leaking through the outer box. It was stated that the device was stored in an operating room. No patient involvement was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.